Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the system is not defaulting to spine mode, and continued emitting x-rays after the fluoro button was released. No patient injury was reported.